Event description:
On (B)(6) 2021 01:00:40 *high rv(right ventricular) thresholds measured for 3 consecutive days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).